Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new cochlear device during the same surgery. This report is filed april 4, 2016. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed february 2, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown whether there are plans to explant the device and reimplant the patient as of the date of this report, february 2, 2016.